Manufacturer narrative:
One presep triple lumen 20cm catheter was received without the packaging. The catheter tube, hubs, and optic connector appeared to be in good condition. A visual examination found the catheter body free of kinks and indentations. All thru-lumens were patent and leakage was not observed. The optics system failed in-vitro calibration testing. It was noted that only one fiber appeared to be working at a lower light level then what would be seen on a new catheter. The optic connector was opened and one fiber was found broken at the bond site and the second fiber was kinked. The kinking noted could be the cause of the low light transmission from the one functional fiber. This type of fiber damage may occur if the catheter is stretched during use. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Event description:
It was reported that the catheter was reading the scvo2 as 38 after the patient was extubated. An x-ray was taken to confirm catheter position. The lines were checked for kinking; the om2 cables were changed 2 or 3 times and the vigileo monitor was also changed. After that there was no signal and no measurements were given; therefore, the catheter was removed. No patient complications were reported.